Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive laboratory evaluation. The ambicor first cylinder had a perforation at the proximal end consistent with sharp instrument contact, wear at two folds in the proximal end and wear at one-fold in the mid section, and a leak associated with the sharp instrument related damage. The ambicor second cylinder had wear at folds in the proximal end and mid section and passed the leakage test. The ambicor pump passed visual inspection, and no damage or abnormalities were identified. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the reported device inflation and mechanical issues could not be confirmed. The damage identified on first cylinder was the result of sharp instrument damage which probably occurred during the explant surgery, and it will be considered a secondary failure; a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with a nonfunctioning device. A revision surgery was performed, during which the physician explanted the device and replaced it with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with a nonfunctioning device. A revision surgery was performed, during which the physician explanted the device and replaced it with an inflatable penile prosthesis (ipp). No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.